Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse inspected the instrument and discovered that a line coming off the check valve for the sweep flow was not fully seated which was corrected by the fse. The fse primed the instrument and ran a startup. The startup passed and the fse adjusted the target values. The fse ran controls and still getting high plt's. The fse then replaced the sample probe and probe wipe and repeat the startup and controls; all results passed. The fse ran several patient samples for comparison with the lh500 analyzer and the results obtained correlated. The fse suspected that the probe may have had a clot at some point. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode was attributed to the sample probe which needed to be replaced. The event is also a use error; sample results were processed despite the fact that controls were high out of range for plt the day of the event.

Event description:
The customer reported to beckman coulter (bec) that erroneous platelet (plt) results were obtained on three different patient samples run on the coulter ac¿t diff 2 analyzer over two days, compared to plt results obtained from the lh500 instrument which were considered correct. Data provided for review indicated that the ac¿t diff 2 failed plt startup on the day of the event and that the quality control (qc) results were high out of range for plt results on multiple levels. The customer reran the startup and qc multiple times, until both eventually passed, and then proceeded to run patient samples. Patient results provided by the customer shown that plt results obtained from the act diff 2 were not accompanied by the instrument generated suspect messages, except for patient 3 for which a single asterisk plt flag was recovered on rerun results. Complete blood count (cbc) results obtained on the ac¿t diff 2 analyzer correlated with the cbc results obtained on the lh 500 instrument, but only plt results obtained on the lh 500 were actually reported out as correct. Although erroneous results were reported out of the laboratory, there was no death or effect to patient treatment in connection with this event. This MDR is to report results for patient 1, patient 2, and patient 3 analyzed on ac¿t diff 2 instrument on (B)(6) 2013. Patient 3 results analyzed on (B)(6) 2013 are reported in MDR #: 1061932-2013-01236.